Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Other- specify in comments case #: 00967092 case subject: npi 8100 error 260.4130 account name: cambridge hospital account #: 10045936 asset name: 8100 pump module v9.33.0 asset location: contact: caitlin mccormick contact email: contact phone: (857) 276 8427 contact mobile: patient or user involvement: no patient or user harm: no case description: caitlin had error 260.4130 on lvp8100 sn (B)(4) failure device type: failure problem type: failure mode: case resolution: caitlin replaced logic board but the problem still exist. I recommended caitlin to replace motor control board. Assisted with a part number for motor control board. Caitlin will replace motor control board.